Manufacturer narrative:
All previously reported conclusion codes have been updated/corrected.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2000. Product type: catheter: product ID 8575, lot# n064695, implanted: (B)(6) 2006. Product type: accessory. (B)(4).

Event description:
Additional information was received. It was reported that the patient had the catheter revision. The patient was stable and her condition improved and was improving every day. It was also indicated that the patient¿s therapy was effective.

Event description:
It was reported that the catheter was fractured. It was stated that a mass had been seen on the patient¿s side. During surgery on (B)(6), it was found to be the catheter. The patient did not have any withdrawal symptoms, but had experienced increased pain since (B)(6) 2013. It was reported that the catheter would be revised on (B)(6). The device system was used to deliver morphine.

Event description:
It was reported that there were lumps on the patient¿s side and the patient¿s primary healthcare provider (hcp) sent her to see a general surgeon to remove the lumps in 9680959-(B)(6) 2013. When she got them removed, she was under local anesthesia. The surgeon reportedly ¿broke one of the crystals in her side and then there was morphine all over his hands¿. The surgeon ¿cut the crystal out her side and it was filled with morphine¿. This surgeon referred the patient to a pump surgeon and they checked it the next day. It was stated that ¿they let me go like that before they shut it down and gave me oral meds¿.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2013, product type: catheter. Product ID: 8575, lot# n064695, implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: accessory. (B)(4)

Event description:
Additional information was received. It was reported that the patient had a general surgery to remove a mass, but the general surgeon found the catheter to be broken and leaking out into the patient's tissue. It was indicated that the patient had experienced increased pain. No hospitalization had been required as a result of the event. It was reported that the patient had recovered without sequela, though there was a surgical revision scheduled. Twelve days later, it was reported that the patient had experienced increased pain for a few months and less than 50% pain relief. The patient was thought to have a mass, but upon cutting into the mass, it was found to be a buildup of fluid around the severed catheter. At the time of report, there was no patient injury. It was stated that the issue had resolved, though it was also noted that the revision was planned for later that day.